Manufacturer narrative:
(B)(4). Evaluation summary: one sample without the original packaging was received for evaluation. Visual inspection was performed and the elastomeric of the needle based y-site was found to be misaligned. The reported condition was confirmed. The root cause was determined to be related to a problem with the material on the injection site provided by the external supplier. A batch review cannot be performed since there was no lot number provided.

Event description:
A pharmacist reported to baxter (B)(4) of a solution administration set in which "set presented leakage on injection site" it is not specified when the event occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.